Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system functioned as designed. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a procedure. It was reported that the 3d images were exposing correctly, but 2d images were under exposed. It was noted that it happened on both apand lateral scout images, but it was worse on lateral. The system did display an overdue gain calibration message when it was powered on. It was further noted that the staff from the site indicated that over the last 2 days, there was an issue with the 2d image quality for the ap and lat images (lat images are worse than ap). Images were very grainy and seem to be underexposed. 3d spin was fine. Staff tried using the soft-keys to fix the quality and that did not help. When they tried to use the arrows to increase ma it did not allow them to do so. Additionally, it was reported that the representative completed the gain calibrations. Issue resolved. They also trained the site on how to use boost if needed for a large imaging area. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A software investigation was initiated. Not a software issue. Log investigation found the system was overdue periodic maintenance. The system alerted the user to perform the recommended action to resolve the image quality issue ("displayed the following message to the user: fluoro gain calibration recommended. 12 day(s) overdue. Rad gain calibration recommended 12 day(s) overdue."). Software functioning as designed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: the procedure being performed was a posterior lumbar fusion.